Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and identified issues with ise calibration and precision. The fse performed enhanced cleaning of tubing from reagent bottles and replaced multiple parts including valves, ise cables, and ise electrodes to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
Customer reported the generation of erroneous high ise (ion selective electrode) patient results on their au480 clinical chemistry analyzer. The customer repeated the samples on the same analyzer with lower results. The erroneous results were not reported out of the laboratory; hence, there was no impact to patient treatment associated with this event.